Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A groshong tunneled central venous catheter (t-cvc) was allegedly associated with air leakage. In april, during catheter insertion, the patient experienced stroke-like symptoms and was treated under a stroke alert. Imaging revealed air emboli in the brain, but symptoms later resolved. In october, similar symptoms recurred, and air emboli were again found, this time resulting in persistent effects such as hand weakness. The catheter was removed on (B)(6) 2025. During follow-up, it was reported that the patient had passed away; the death was confirmed as unrelated to the central line. Due to confidentiality restrictions, no further details are available. Based on the information provided, the adverse event was assessed as not related to the device. The current status of the patient is unknown.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 8fr groshong cvc s/l catheter was received for evaluation. Gross visual, microscopic and functional evaluations were performed. A cap was noted loaded to the loaded catheter hub. Two slide clamps were observed to be attached to the catheter body. Suture wire was noted tied on both ends of the suture wings attached to the catheter body. The tissue cuff was intact and residue throughout. Slight adhesive residue was noted on the proximal edge of the tissue cuff. The catheter was gently stretched, and abnormal elasticity was felt throughout. A small portion of the proximal end of the attached tissue cuff was noted to detach from the catheter during test. Therefore, the investigation is inconclusive for the reported air embolism issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A groshong tunneled central venous catheter (t-cvc) was allegedly associated with air leakage. In april, during catheter insertion, the patient experienced stroke-like symptoms and was treated under a stroke alert. Imaging revealed air emboli in the brain, but symptoms later resolved. In october, similar symptoms recurred, and air emboli were again found, this time resulting in persistent effects such as hand weakness. The catheter was removed on (B)(6) 2025. During follow-up, it was reported that the patient had passed away; the death was confirmed as unrelated to the central line. Due to confidentiality restrictions, no further details are available. Based on the information provided, the adverse event was assessed as not related to the device. The current status of the patient is unknown.